Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported hearing a sudden noise/crackling sound approximately 3 weeks prior while he was in his car. Afterwards there was a clear decrease in hearing performance with the device. No trauma or accident was reported. No swelling or redness over the implant site was noted. The recipient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing a sudden noise/crackling sound approximately 3 weeks prior while he was in his car. Afterwards there was a clear decrease in hearing performance with the device. No trauma or accident is reported. Reimplantation is considered.